Event description:
The surgeon was performing a labral repair with the use of two (2) bioknotless anchors just anterior to the biceps tendon. The first anchor went in well. As he inserted the second anchor, which was further anterior to the first anchor, the surgeon tapped the anchor into place with his mallet. As he unscrewed the inserter from the bioknotless anchor, the most distal tip of the insertion rod broke off. There was no evidence of any loose pieces of metal in the joint. The insertion rod came out of the canula with ease. The surgeon viewed the shoulder joint with a c-arm. It was evident that the metal piece was tightly secured in the bioknotless implant, inside of the glenoid.

Manufacturer narrative:
The complaint device is still implanted and will not be returned for evaluation and root cause analysis. However, a batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other similar complaints for this lot of devices that were released to distribution. We cannot tell anything from this; we cannot discern a root or underlying cause for the reported failure mode. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints. Please see associated medwatch 12219342012-00256.